Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus (B)(4), there was the possibility that the reported phenomenon was attributed to following. The video plug of the camera head or endoscope had been connected to the subject device insufficiently. The user connected the video plug of the camera head or endoscope to the subject device with excessive force, consequently the video connector socket of the subject device was damaged. The user had disconnected the video plug of the camera head or endoscope from the subject device without pressing down the locking lever of the subject device, consequently the video connector socket of the subject device was damaged. There was the aging degradation of the video connector socket of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure using the subject device at the user facility, a video connection failure occurred. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the video connector socket of the subject device had failure.